Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A UDI is not provided as the device was manufactured prior to the requirement. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-47976, 1627487-2020-47978. It was reported that the patient experienced ineffective therapy with their permanent implant despite a successful therapy trial. Reprogramming was unable to restore therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.